Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: extrusion, exposure.

Event description:
Healthcare professional reported right side rupture, "hole is seen in the skin with silicone gel outlet," and "irregularity in the contour." The device remains implanted. Patient had previous implants implanted when the patient was under age.